Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. As a result, surgical intervention took place wherein the lead was explanted and replaced. During the procedure it was observed that the lead was fractured. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated.